Event description:
As reported by the user facility: customer reported under infusion: medication; normal saline. Nurse infusing medication 500ml/hr, at one hour only approximately 250ml infused; no pt injury. Customer verbalized "sounds like the insides are loose, it is rattling". MFR# 9610825-2013-00395.